Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced foul odor vaginal discharge, burning sensation, vaginal itching, and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced foul odor vaginal discharge, burning sensation, vaginal itching, and urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03333. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).